Event description:
The customer reported that the device would no longer open while on pt tissue during a total laparoscopic hysterectomy and bilateral salpingo-ophorectomy. Another ligasure was used to help remove the device from the patient. There was no pt injury. The pt has a medical history of endometriosis and chronic pelvic pain.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.